Event description:
Additional information received reported that the patient received assistance from her hcp or a manufacturer representative on (B)(4) 2011 (likely meant 2012) and her concerns were resolved. The patient was "very satisfied".

Event description:
It was reported the patient experience a loss of therapeutic effect following a fall. It was stated the patient fell "about 1.5 months ago and had to be hospitalized after." It was stated the patient used to feel the stimulation, and was not feeling it any longer. The patient's device has not been checked since the fall. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Tined lead: model 3093-28, lot # v394067. Programmer: model 3037, serial # (B)(4).